Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. When surgeon was removing 3.2mm pins from tibia and femur he noted that two of the four pins removed had broken tips. Fluoroscopic examination post procedure confirmed a pin tip was in the femur and the tibia.

Manufacturer narrative:
Reported event: the event reported that two (2) bone pins, 3.2mm x 140mm broke off in both the femur and tibia of a patient during extraction. Device evaluation and results: the device (x2) broke during a pka case in the femur and tibia of the patient. The remains of the device was discarded at the site. Device history review: review of device history records indicate that a quantity of (B)(4) parts were manufactured and accepted into (B)(4) final stock on 07/12/2016 per the (B)(4) inspection records. Complaint history review: a review of complaints in (B)(6) database for p/n 143140, l/n w47889 shows three (3) complaints related to the failure in this investigation. The pr#s are (B)(4). Conclusion: the broken tips of the devices was left in the patient and the remainder discarded at the customer site. The failure was confirmed via fluoroscopic examination post procedure corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. When surgeon was removing 3.2mm pins from tibia and femur he noted that two of the four pins removed had broken tips. Fluoroscopic examination post procedure confirmed a pin tip was in the femur and the tibia.